Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked the remote support service (rss) station showed online. Then the fse remoted in and found that the medstation software was running, and the user was able to login to remove medication. Further the customer confirmed that the issue was resolved by hard rebooting. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es windows was stuck in bluescreen with crash error stating "your device ran into a problem with error dpc watchdog violation", user tried to restart but it went into the same screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.